Event description:
On (B)(6) 2025, the beta bionics ilet user reported receiving alert 64 (haptic error) on the ilet, which was verified in device history. The user was instructed to restart the device. The alert reoccurred during the call. The issue was resolved by sending a replacement device to the patient. Blood glucose levels were unaffected at the time of the report. No symptoms, external assistance, or medical intervention occurred.

Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.